Event description:
A patient reportedly could not make out the result on the meter - "it was not giving a complete readout". Patient's meter allegedly had missing segments on the display. Patient was unable to read the result on the meter. The issue was not resolved. Customer used backup meter when the display problem occurred on the one touch ultra meter. The reading on patient's backup meter was "over 400" patient was taken to the emergency room. Treatment was unknown. No further information has been reported.